Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices and three photographs of a surgical procedure . The event report alleges the products were used in a surgical procedure. However, analysis suggests that the products were not used in a surgical procedure as the devices were received sealed in the packaging. Visual and functional evaluation of the staplers noted no abnormalities. The units fired properly with acceptable staple formation. The visual inspection of the returned photographs noted the suturing of the tissue. No staple line or bleeding was observed in the photographs. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open reconstruction of biliary enteric anastomosis due to iatrogenic injury of biliary tract. During the anastomosis between the jejenuno-jejuno, there was poor staple formation resulting in severe bleeding. To correct the issue, the tissue was oversewn with suture. The product problem resulted in 500 cc or more of blood loss as well as tissue damage due to the small bowel becoming swollen. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photographs of a surgical procedure which used a stapler. The visual inspection of the returned photographs noted the suturing of the tissue. No staple line or bleeding was observed in the photographs. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the staples were under crimped. The staple line was complete.